Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Patient information - unk. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. Lens removed on (B)(6) 2022 due to excessive vault. A shorter length lens was implanted in a second surgery on (B)(6) 2022. This resolved the problem. Cause of the event report as unknown. H6 reported as 4629, corrected to 4627 and 4629. Claim# (B)(4).